Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The device was not returned for analysis; however, event details indicate that the system is up to date. Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message. The patient is not receiving therapy and will likely require surgical intervention.

Event description:
Additional information was received patient¿s weight also provided.